Manufacturer narrative:
Patient information currently not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The accuracy of the imaging system's scan and the navigation system was tested on a spine model. The test revealed that the imaging system's scan was accurate. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the screws were off laterally by a few mm and appeared to be in the disc space. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.